Manufacturer narrative:
No functional testing was performed by philips. The philips remote service engineer (rse) spoke with the customer and confirmed that the mainboard required replacement to address the issue. A replacement mainboard was shipped to the customer and the customer has assumed responsibility for the device repair. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the earlyvue vs30 vitals monitor indicating that the device is freezing. The device was in use on a patient at the time of the event. There was no adverse event reported.